Event description:
On (B)(6) 2012 abbott point of care became aware that a customer scanned 3 pt wristbands barcode with I-stat1 analyzer sn (B)(4) and displayed incorrect pt ID numbers. Analyzer sn (B)(4): scanned ID (B)(4), displayed as ID (B)(4). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Customer has previously complained on the same issue (refer to MFR reports #2245578-2012-00045, 00025, 00026, 00041, 00027, 00322, 00323, and 00324). In a previous investigation the customer provided two barcode sample sheets from two different printers at their facility. The label sets returned by the customer did not meet the minimum grade. Note: apoc evaluated the print quality for decodability using the industry standard iso/iec 15416:2000e "bar code print quality spec." The minimum acceptable grade defined by ansi/hibc 1.3-2010 the health industry bar code provide applications standard, requires a minimum grade of 1.5. The issue experienced by the customer was due to poor bar code print quality which did not meet the minimum standards described above. All bar codes evaluated from the customer were below the standard due to low decodability (<25%). Abbott point of care does not believe that this is a product malfunction but is requesting analyzers be returned from the customer's for further testing.